Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device had a cracked battery door. During the syringe testing and monitoring of the digital plunger sensor, the reported problem was duplicated. The root cause of the reported issue was found to be q1 was broken off from plunger circuit board and glue was broken. The cause of the issue is known and is design related. Replaced plunger circuit board. Performed syringe testing, power up process and all functional testing which passed. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken.

Event description:
It was reported that there was a problem with plunger. No patient injury was reported.